Event description:
The customer originally returned his evis exera ii ultrasound gastrovideoscope due to an image issue. According to the initial reporter the subject device had broken crystals in the image. Additional details relating to the patient and the event have been requested, but were unavailable. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive was peeling. This report is being submitted to capture the compromised adhesive discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The ultrasound image had multiple broken elements. Additionally, as noted in b5, the forceps cover adhesive was peeling. It was also noted at this time, that the adhesive and the rubber portion were both non-olympus products. The probe unit was also found loose, with the pink rubber chipped. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.